Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent umbilical incisional hernia repair procedure on (B)(6) 2014 and mesh was implanted. A hernia defect of 1.5 cm was visible and adhesions were found in the middle lower abdomen, starting caudal of umbilicus. The mesh adhesions were loosened from the abdominal wall, a resection of the hernia sac was performed and mesh was implanted. On (B)(6) 2014, the patient underwent laparoscopic cholecystectomy with laparoscopic adhesiolysis. During the procedure, adhesions in the lower abdomen and the prior umbilical hernia repair were visible, with adhesions around the gall bladder. The gall bladder was removed and adhesions were found in the left upper abdomen in the mesh area and in the lower abdomen. The adhesions were removed. The patient reported no symptoms from the adhesions and hernia was still secure.